Event description:
The event is reported as: complaint alleges: "the applier used on the lung artery remained blocked in closed position on the artery. Consequence: massive hemorrhaging." It is reported that "the doctor couldn't get the applier off of the artery. When he finally managed to recover the applier, the artery was damaged as a consequence there was massive hemorrhaging." Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.